Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Additionally, detailed initial reporter and facility, patient details, and additional event details were not provided to bsc. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that guidewire coating issue occurred. An amplatz super stiff guidewire was selected for use. During the procedure, the blue coating of the guidewire was stripped off exposing the guidewire and it was stuck in the double linen catheter. There were no patient complications as a result of this event.